Event description:
Information received by medtronic indicated that the insulin pump piston did not stop when contact with reservoir. No harm requiring medical intervention was reported. The insulin pump returned for analysis.

Manufacturer narrative:
(B)(4). Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test occlusion test, and self test. Successfully downloaded history files and traces using thus. No alarms found in pump memory on event date. Pump was cut open to perform visual inspection and found no evidence of physical damage on the electronic assembly, however, moisture damage was found on the electrical board a 1. Motor was tested outside of the device using the ngp system board test and no alarms or abnormalities were noted. Motor was opened up and found dried insulin on the motor slide. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Alleged rewind anomaly not confirmed. Moisture damage on electrical board a 1 confirmed. Dried insulin on motor slide confirmed.